Event description:
It was reported that during a rfa procedure, the probe could not be inserted into the needle after the needle was inserted into the patient. The needle was replaced; however, the issue persisted. As such, the procedure was abandoned.

Manufacturer narrative:
Date of event is estimated. Reporter fax number: (B)(6). Reporter fax number: (B)(6).

Manufacturer narrative:
Corrected data: b3 - date of event.